Event description:
It was reported that on (B)(6) 2025 an arteriotomy closure of a mild calcified right common femoral artery (rcfa) using a prostyle device after an interventional peripheral procedure with an 6f sheath was performed. The prostyle device work as intended, and hemostasis was achieved with the prostyle suture. Reportedly, when performing an ultrasound post procedure, a dissection was identified. The physician didn't believe that the dissection would cause any complications and sent the patient home. It is unknown what caused the dissection. There was no reported clinically significant delay in the procedure or therapy. On (B)(6) 2025 the patient returned feeling symptomatic, it was then confirmed that the dissection was the cause. The physician gained access through the left common femoral artery and went contralateral to the rcfa. A 6.5 x 40 supera stent was then implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of vascular dissection is listed in the electronic perclose the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.